Event description:
Reported by an attorney. Pt had desara implanted on (B)(6) 2007 and claims as a result that pt has suffered serious bodily injury, mental and physical pain and suffering, including but not limited to vaginal pain and painful intercourse.